Event description:
A patient contacted the german competent authority, bfarm, to report that they had a fractured titanium gamma nail. While not reported, it is likely the patient had a revision surgery.

Manufacturer narrative:
This case was reported to bfarm (german competent authority) on 2-july-2021 by the patient which was reported by stryker to FDA under MFR report # 0009610622-2021-00666. On 14-july-2021 we were informed by an attorney¿s letter about a breakage of a gamma3 long nail, not being aware of that this was the same patient and case such as already reported to bfarm on 2-july. Subsequently, a second complaint has been created in our system and reported to FDA under MFR report # 0009610622-2021-00628 without realizing that this is a duplicate. Based on the above findings we decided to close records associated with MFR report # 0009610622-2021-00666 as a duplicate in our system, and proceed with this case in records associated with MFR report # 0009610622-2021-00628. Therefore, this MDR is considered a duplicate.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
A patient contacted the (B)(6) competent authority, (B)(6), to report that they had a fractured titanium gamma nail. While not reported, it is likely the patient had a revision surgery.